Event description:
The patient is a (B)(6) male with a congenital condition requiring 7 previous cardiac surgeries, with the most recent an aortic homograft. Per the implanting physicians, the most suitable approach for this patient was trans-carotid. A cut down was performed over the left axillary artery and a 6mm graft was sewn onto the axillary artery. A cut down was performed over the right carotid artery and the other end of the axillary graft was sewn above the intended puncture site to perfuse the brain during sheath placement and valve deployment. The carotid was punctured and 24fr sheath placed. The sapien valve was delivered across the homograft valve. The 26 mm sapien valve was deployed and ended up too ventricular causing severe perivalvular leak near the non-coronary cusp. A second 26mm sapien valve was positioned higher within the first and deployed, resulting in trace perivalvular leak and zero central leak. At the end of the procedure, the sheath was removed and bovine pericardial patch was sewn onto the arteriotomy in carotid. The patient left the o.r. In stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Without imaging, patient factors (annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be confirmed/assessed. Per the instructions for use (IFU), the retroflex 3 delivery system is indicated for the transfemoral delivery of the edwards sapien transcatheter heart valve. Trans-carotid delivery is off-label. Device migration or malposition and pvl requiring intervention are potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition and/or embolization according to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures, and balloon movement during deployment. The device history records (DHR) review of the valve shows that the device met specifications prior to its distribution. In this particular case, the root cause for valve malposition with subsequent pv leak is unknown. There is not enough information to determine what factors could have cause or contributed to the reported event; however, there was no report of device malfunction, and the safety and efficacy of deployment of the sapien valve by trans-carotid approach with the rf3 delivery system has not been established. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.